Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar surgery due to lumbar disc herniation. During the surgery, the set screws slipped when the surgeon tried to adjust the rod and was screwing the set screws again. The screws came in contact with the patient. However, both were explanted completely. No patient complications were reported as a result of this event.